Event description:
It is reported the patient was feeling heart pulsations in his chest. Device interrogation showed the ventricular lead impedance was < 100 ohms and a lead fracture was noted. The lead was removed and replaced. No further patient complications have been reported as a result of this event.